Event description:
In 2000, the facility's administrative support coordinator informed the distributor's marketing manager of the following: the surgeon went to implant the device, but noticed that the catheter (lumen) was sealed. No further details were provided.